Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
At school customer had programmed a bolus but does not believe the pump ever properly delivered it even though she confirmed it on the meter and heard the pump delivery noises. Customer was vomiting, so mother gave her an insulin shot. Mother took her to outpatient services where she got an IV and was kept until her glucose returned to normal. No adverse event reported. A request was made for the return of the device.